Event description:
A malfunction was reported by a customer associated with dinno santé in france, although no specific issues were found in the pump's history, nor were there any events on the date specified. There was no adverse impact on the customer's blood glucose level. The device is expected to be returned for further investigation, and a replacement pump has been sent to the customer.